Manufacturer narrative:
Serial #, lot #, expiration date, corrected data: the initial manufacturer report inadvertently did not include the device information. Manufacture date, corrected data: the initial manufacturer report inadvertently did not include the device information.

Event description:
The physician reported that the relationship of the increase in seizures to vns therapy is "not applicable". The patient is continuing on oral medications. The relationship of the increase in seizures to pre-vns baseline is unknown. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The physician reported that the patient's seizure activity is the same.

Event description:
It was reported that the vns patient was experiencing an increase in seizures. Attempts for additional relevant information were made but have been unsuccessful to date.